Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated sample was received at the manufacturing site for evaluation. The sample arrived without the original packaging or lot number. Upon a visual and functional evaluation of the sample, the reported issue was confirmed; the connector was leaking. A root cause analysis indicated that the reported issue has resulted from a workmanship issue. A connector leaking is a condition generated when an operator fails to complete an assembly or follow the predetermined process steps to assure a complete assembly. As part of continuous improvements, a corrective action has been opened to address the reported issue. Changes have been made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have a better control with the process assembly by implementing a new solvent dispenser for a better handling of the solvent. This action is designed to prevent the reoccurrence of the reported condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ng tube had a split at the bifurcation. Additional information received from the customer stated that the tube was broken at the bifurcation during use and leaking was noticed. The ng tube has been replaced. There was no patient harm reported.